Manufacturer narrative:
As reported, the handle of a 5f mynxgrip vascular closure device (vcd) came off the wire when the doctor reached the arteriotomy. The balloon slowly deflated, the device was removed, and the procedure was converted to manual compression. Hemostasis was achieved with manual compression for 12 minutes. There was no reported patient injury. The procedure was a diagnostic leg procedure performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. The femoral artery suitability and insertion angle were verified on angiography. The vessel type was arterial, with a diameter greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The device did not separate inside the patient. The physician pulled the device to the arteriotomy and the handle came off. No excessive force was applied while using the device. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the unit was received separated into two parts. One part consisted of the black handle with the stopcock observed to be closed and a cordis mynx syringe attached to the unit. The second part consisted of the shuttle, along with the sealant sleeves and the balloon. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and advancer tube were not returned for this evaluation. The sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. A high-magnification microscopic evaluation was executed to assess the internal components, which serve as the connecting elements between the tubing, the catheter, and the tension indicator where the spring is located. During this analysis, elongation and plastic deformation were observed in the distal portion of the connector. The reported event of ¿catheter-catheter detachment¿ was observed through analysis of the returned device since there was a separation noted between the catheter and the black handle. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, procedural/handling factors most likely contributed to the issue experienced as evidenced by the elongations and plastic deformation noted along the separation edge. These findings are indicative of mechanical stress, such as excessive bending, tensile loading, or interaction with another surface or device. The observed elongations are consistent with material failure associated with tensile overload, suggesting that the device was subjected to forces exceeding the material¿s yield strength prior to separation. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states when pulling tension prior to deployment, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ neither the product analysis, nor the information available for review suggest that the failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the handle of a 5f mynxgrip vascular closure device (vcd) came off the wire when the doctor reached the arteriotomy. The balloon slowly deflated, the device was removed, and the procedure was converted to manual compression. Hemostasis was achieved with manual compression for 12 minutes. There was no reported patient injury. The procedure was a diagnostic leg procedure performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. The femoral artery suitability and insertion angle were verified on angiography. The vessel type was arterial, with a diameter greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. The device did not separate inside the patient. The physician pulled the device to the arteriotomy and the handle came off. No excessive force was applied while using the device. The device will be returned for evaluation.